Event description:
It was reported that during a procedure, @ 302,650 joules; 30:07 minutes, forwarding firing and no tissue contact was noted. The fiber was exchanged and the procedure was completed. No injury to the patient reported.

Manufacturer narrative:
(B)(4).